Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when implant was opened it was noticed that the implant had broke the inner sterile barrier".